Event description:
From staff: a fistula declot was being performed in or 7 with the penumbra device. The lightning bolt 7 was opened to the field and the unsterile portion was given to the circulating rn and plugged into the penumbra machine. The device did not power on like it should, therefore the circulating rn opened and new lightning bolt 7 device to the field and passed the unsterile portion off to be plugged in, however the device still did not turn on.